Event description:
Ivad needle tubing splinted and secured on a small nicu armband to keep straight. Pt not moving, but mom noted armband saturated again and nurse assessed a small hole/ break at connection of tubing to female end to cap. This is the 4th broken port with the same type of device to this patient now. Removed needle and accessed again to infuse heparin for discharge.